Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure, the physician tested the lead before implanting and found that the helix could not advance after thirty turns. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.